Event description:
It was reported that there was there was a short margin between eri and eol. Device was explanted and replaced. Patient condition was good following the procedure.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and programmer due to a low battery voltage. A longevity calculation was performed, but due to the lack of information available on the device, an evaluation could not be made to determine if the device was or was not within estimated longevity. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.